Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad traces. Moisture damage found on lcd board. The insulin pump was received with cracked display window corner, battery tube threads, reservoir tube lip, scratched lcd window and missing endcap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer reported that the insulin pump was exposed to moisture. The customer's blood glucose was 170 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.